Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. Review of production records for complained components cannot be performed as lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery has been performed on (B)(6) 2026 for unknown reason. Previous surgery is unknown, as well as complete product information of original implant. During revision surgery the original humeral haed, adaptor taper and liner for metal back were replaced with new ones (pn 1321.09.441, 1330.15.270, 1377.50.005 respectively). Surgery was completed as intended. Patient is female, date of birth (B)(6)1960. Event occurred in the united states.